Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 toggle was sticking on the "on" position. The same device was used to complete the procedure by manually holding button. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this product lot. (B)(4).